Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment, foot detachment, and needle to cuff miss were confirmed. The reported device entrapment and patient device interaction problem could not be replicated in a testing environment as they resulted from procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the marker lumen was still bleeding after the feet were against the vessel wall. It should be noted that the proglide instructions for use (IFU), states that if marking does not stop or significantly change, evaluate the angiogram for device position in the vessel, vessel size, calcium deposits, tortuosity, disease and for location of the puncture to ensure footplate is not in bifurcation or side branch. Reposition the device to stop blood marking or reinsert the wire, remove the device to hold manual compression or insert a new sheath. In this case, it is unknown if the reported continued blood marking contributed to the reported difficulties. The reported difficulties appear to be related to aggressive manipulation or interaction with the patient calcification during insertion. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. After the proglide feet were against the vessel wall, there was still bleeding from the marker lumen. When the plunger was pulled out, there was no suture. The footplate was closed and the device became stuck in the anatomy. After opening and closing the footplate, the device was found to be separated into two pieces and the foot was broken. The vessel was incised and all pieces of the proglide device were reported to be removed from the vessel. The evar procedure was completed. A patch was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.